Manufacturer narrative:
(B)(4).

Event description:
The customer reported that when performing the opcheck the device did not prompt the user to set the therapy knob at 150j. There was no reported patient involvement.